Event description:
The manufacturer¿s representative (rep) reported they were trying to program an implantable neurostimulator (ins) prior to a case, but they couldn't connect with the ins, and the recharger wouldn¿t recharge the implant either. It was further reported the ins was overdischarged so a physician mode recharge (pmr) was performed for a few minutes, but then a power on reset (por) occurred. It was recommended to the rep. The ins not be implanted, and it be sent back for analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found a hybrid circuit anomaly. The ins was received in an unopened sterile package. The ins did not have telemetry or output. After one physician mode recharge telemetry was restored. The ins was found to have overdischarged prior to the use before date ((B)(6) 2017) and the service life had not been started. After fully recharging the ins, the battery voltage was monitored for a period to time and appeared to be draining more rapidly than normal for a device with the service life not started. Destructive analysis at mtc pal found high current drain related to the l284 integrated circuit (ic) in the stacked chip scale package (scsp). The high current drain cleared when attempting to isolate the cause within the scsp.